Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient¿s hemoglobin was at 6.9 g/dl and hematocrit was 24.3%. The patient was given one unit of packed red blood cells (prbc) before discharge.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported gastrointestinal (gi) bleeding, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The current heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.